Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics and was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.